Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Below are the results of the investigation: performed a visual inspection of the returned item and found it to exhibit signs of repeated use and has fractured into three pieces (medial and lateral sides of the post feature) all pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures and identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned and is in the process of being investigated. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was returned fractured. All pieces have been returned. Attempts have been made, but no further information is available at the time of this report.